Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: device remains in pt. Device issue: stent dislodgement. It was reported that the target lesion was a heavily calcified mid rca. A 2.5 x 18 mm promus was placed successfully. An attempt was made to place the 2.5 x 15 mm promus proximal to the 2.5 x 18 mm promus, in a calcified area. After predilatation of the lesion several times with other company's balloon catheters and it was still very difficult to advance the stent delivery system (sds), as it still hung up on the calcium. The sds was removed from the pt body and it was noticed that the stent had dislodged. The stent was visible under angio. The dislodged stent had migrated slightly to the proximal edge of the first stent. An attempt was made to snare the stent, but was not successful. Five different balloon catheters were used to compress the stent against the right vessel wall. After the stent was embedded, the flow was good and the procedure was complete. Pt was stable and tolerated procedure well. There were no pt complications. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions codes - the inability to cross a lesion can be affected by numerous factors including, but no limited to, pt anatomical morphology, and pre-dilatation strategy. The failure to cross appears to be related to the heavily calcified lesion. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of MFR, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Based on the reported info, it appears that the stent dislodgement occurred during removal of the sds after attempt to cross a heavily calcified lesion. The reported failure to advance and dislodgement appear to be related to the circumstance of the procedure.